Event description:
After almost 9 years of implantation, it was reported that this device was explanted for an infection. Note: ela medical was not aware of this case until 8/21/06.

Manufacturer narrative:
A response from the MFR is pending.